Event description:
Cna had resident on e-z stand in highest position when the machine stopped working. The resident, though remained awake, failed to take a breath after the machine stopped. The resident was lowered out of the device manually by two staff personnel. At this time the resident resumed breathing on their own. No injury to the resident occurred as a result of this incident. Follow-up: the device had developed an electrical problem and was removed from service. Issue: there is no release mechanism of this equipment to lower the lift bar in an emergency. Inquiry to the sales rep to inquire if any type of release device was available to modify the equipment resulted in a negative reply and that the life of the machine was 6 to 7 years and the facility would need to purchase new machines. With an add'l call directly to the company 8 days later, the facility was told a mechanism was available to upgrade machine and this upgrade had an emergency release mechanism. When the facility inquired if there had been a bulletin to this effect sent out or when the upgrade became available, the facility was again referred back to selling the upgrade. Add'l call asking if a bulletin had ever been sent was not responded to. Again called to see if a bulletin was sent and the facility was again recommended to buy the upgrade. All easy way stands and lifts have been upgraded and now have a release mechanism to lower the resident in an emergency. The facility feels a bulletin should go out to other facilities regarding the availability of the upgrade kit before an incident results with resident injury.